Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the "ICU nurse noted that at midnight no data was coming across on monitor, nil issues prior." Nurse "checked the connection and tried new monitor and data cable and still no data coming across." The nurse also "checked back up controller data assessable." It was stated that the nurse "elected to leave the controller in place over night as patient was stable." The sites "vad coordinator was contacted in the morning, and tried another monitor and cable." An elective controller exchange was performed and it was said that the "patient was stable throughout the procedure." "Patient was sedated and ventilated" while controller exchange occured. "No prep was needed for the exchange." Manufacturer representative was called and "went to the site and reviewed pins in controller and monitor cable as well as monitor." There were no "changes in lvad parameters." "New controller readings appeared straight away when connected to the monitor." "The old controller alarm wouldn't stop despite silencer even while holding both silencer and scroll button." "Eventually after several attempts alarm stopped." It was stated that the "log files were sent for review." The site contacted manufacturer "clinical engineer group for any other trouble shooting tips." "Photos were taken of the controller pins and sent to manufacturer engineer, pins looked clean and no damage noted." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was able to communicate with the monitor as expected. No issues were reported with the no power alarm during functional testing. The reported event could not be duplicated at the bench level. Therefore the exact root cause could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.